Event description:
It was reported that during advancement of a 4.5x8mm nc trek along an all-star guide wire, resistance was met before going into the patients anatomy. The nc trek was removed with resistance. The guide wire was wiped down again and the nc trek was re-flushed. The same nc trek was advanced again on the same wire. Once at the tuohy, resistance was met and the nc trek was removed again with resistance. Another nc trek was able to post-dilate the implanted xience xpedition stent located in the right coronary artery (rca). Upon removal of the second nc trek, resistance was encountered. The device was able to be removed, completing the procedure. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). The second rx nc trek 4.50 x 8 mm dilatation catheter mentioned, and the unknown hi-torque allstar guide wire mentioned, are being filed under separate manufacturer report numbers. Evaluation summary: the device was returned for evaluation. The reported difficulties were not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficult to position and remove guide wire reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.